Event description:
An artificial femoral head replacement was conducted for a femoral neck fracture. The patient's blood pressure dropped down immediately after inserting bone cement in bone canal, and it resulted in the cardiac stop. A post mortem autopsy was not administered.